Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the black box data showed multiple occlusion alarms associated with high force. During testing, the pump successfully performed the ez prime steps. The pump was exercised for 24 hours with no call service alarms. The forcer sensor calibration was found to be below specifications. The force sensor resistance was within specifications. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. It was alleged that the pump emitted multiple occlusion alarms despite tubing changes. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported occlusion issue was not resolved with troubleshooting.